Manufacturer narrative:
On the 15 september 2020 medacta USA reported that the devices involved in the complaint are not available.

Manufacturer narrative:
Batch review performed on 06 august 2020: lot 1905069: (B)(4) items manufactured and released on 04-oct-2019. Expiration date: 2024-09-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.12.0510fr tibial insert fixed sphere flex size 5/10 mm r (k121416) lot. 1906101. Batch review performed on 06 august 2020: lot 1906101: (B)(4) items manufactured and released on 20-jul-2019. Expiration date: 2024-07-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Additional implant involved: gmk-sphere 02.07.1205r tibial tray fixed cemented size 5 r (k090988) lot. 1905256. Batch review performed on 04 august 2020: lot 1905256: (B)(4) items manufactured and released on 20-nov-2019. Expiration date: 2024-11-06. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
Patient complaints of knee pain. The knee is infected. He attended steroid injection. The patient has been revised due to infection 6 months after primary.